Event description:
The facility representative reported a colleague infusion pump with a failure code 550:820:344; this condition had the potential to interrupt delivery. It is unknown when the event occurred; however, it was identified in the intensive care unit department. There was no report of patient involvement, injury, or medical intervention necessary. This involved an unremediated infusion pump with user interface module master software version 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer?s reported condition of a colleague infusion pump with failure code 550:820:344 was confirmed in the event history review but not duplicated during product evaluation. No assignable cause could be provided for this condition and no repair was necessary. A service history review revealed no previous service events were related to the reported condition. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.

Manufacturer narrative:
(B)(4). Additional investigation is being conducted through CAPA-(B)(4).

Manufacturer narrative:
(B)(4).